Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2016, product type: programmer, patient.

Event description:
The patient reported that they tried to turn off the implantable neurostimulator for a bone density scan, but couldn't get it to work the week prior to the report. When they tried before to press the off button, the lightning bolt would still be "inside" the implant. It was indicated that during the call, they saw a depleted programmer battery screen/change batteries screen. They had put new batteries in less than a month ago. The patient stated that when the screen was not there is when they can't turn off the stimulator. The patient mentioned that they would call back tomorrow after they got batteries. There were no further complications reported as a result of this event. The indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.